Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient had never had therapeutic effect. The patient had not used their therapy in a couple of years prior to (B)(6) 2020, the patient stated it was not effective since implant (B)(6) 2016. It was noted the healthcare provider told the patient they could get it removed at any time. No further complications were reported or anticipated.